Event description:
It was reported that the wire became loose from this implantable pacemaker. Additionally, the patient was having chest pain for 2 weeks. Boston scientific technical services (ts) referred the patient to the clinic. No adverse patient effects were reported.